Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 04feb2019. The customer reported that the battery was replaced and the unit was found to be working. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a check vent alarm and shut down. There was no patient harm reported. The event date was not specified; estimate used.